Manufacturer narrative:
Added g3/g4, h1/h2, h6 the gore(r) excluder(r) aaa endoprosthesis IFU states adverse events that may occur and / or require intervention include : unintentional / premature component deployment.

Manufacturer narrative:
H6: conclusion code 1: 22: the gore® excluder® aaa endoprosthesis instructions for use, (IFU) states the following: do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. H.6. Results code 1 and 2: 213. A review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering evaluation stated the following: the deployment knob was still in place on the returned catheter. The deployment line was seen exiting the trailing olive hole. The deployed device was not returned for evaluation. The leading end of the catheter had separated from rest of the catheter. The leading end of the catheter had pulled out of the trailing olive bond. There was evidence the leading end of the catheter had been bonded at the trailing olive. The findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The cause for the catheter breakage could not be determined with the available information. An imaging evaluation was performed. The results are as follows: one time-point received for evaluation: intra-operative angiogram dated on (B)(6) 2021. On angiogram image with time stamp 12:30:58; there appears to be a contralateral limb implanted within the distal iliac branch component of the ibe in the right external iliac artery and possibly extending into the right femoral artery. There appears to be an olive near the distal end of the implanted contralateral limb in the distal right external iliac artery. The 13:16:49 angiogram run appears to show the olive still present in the distal contralateral limb in the right external iliac artery.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient was undergoing treatment of an iliac artery aneurysm with gore® excluder® aaa and iliac branch endoprostheses. A 16fr dryseal sheath was advanced into the distal component of the gore® excluder® iliac branch endoprosthesis. Resistance was experienced while trying to advance the sheath into the contralateral gate of the gore® excluder® aaa endoprosthesis. The contralateral-leg component of the gore® excluder® aaa endoprosthesis was advanced. The physician was advised to stop and withdraw this device and to advance dilator and sheath up to the level of the flow divider and exchange the amplatz stiff wire for a lunderquist wire. The contralateral leg component of the gore® excluder® aaa endoprosthesis (plc271000) was removed and set aside. The gore associate supporting the case left the procedure room to obtain another plc271000. Upon return, the device which had been set aside had been re-inserted and unintentionally deployed into the external/femoral artery with ~2cm of overlap into the distal ceb ipsilateral limb of the gore® excluder® iliac branch endoprosthesis. The olive tip and attached metal were visually identified exiting the puncture site and olive separation from the delivery catheter was also noted. The sheath was observed to have not been advanced, as advised. The patient was brought to the surgical suite and the olive tip with metal segment were removed with cut down to the access site. The plc271000 device was withdrawn with clamps. A new bridging device was implanted utilizing mobile ii vascular imaging.